Event description:
It was reported that the patient underwent a knee arthroplasty revision to address fracture approximately three (3) years post-operatively. It is unknown whether the patient experienced periprosthetic fracture or implant fracture. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown articular surface catalog #: ni lot #: ni, unknown. Femoral component catalog #: ni lot #: ni. G2 - report source - foreign: the event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon receipt of additional information. It was identified that this device did not cause or contribute to the reported event. This event is being reported under manufacturing report number 3007963827-2025-00085.